Manufacturer narrative:
This medwatch report is for the suspect device used in advantage system 2.

Event description:
Reporter alleged discrepant pt blood glucose results of 267 mg/dl on inform system 2 compared to a blood glucose result of lo (less than 10 mg/dl) on inform system 1, when testing was performed back to back within 5 mins. Reporter stated, the pt was not symptomatic of hypoglycemic symptoms at the time and was treated with 12 units of rapid acting insulin which is a combination of the pt's normal 8 unit dose of insulin in addition to 4 insulin units based on the higher reading. No other actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.